Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 jaw broke and fell into the pt (it was retrieved from the pt). Another instrument was used to complete the case.